Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged battery life issue was not verified in the black box or duplicated in the evaluation. Review of black box did not find any evidence of short battery life. Several low battery warnings due to normal battery usage were observed. Caps were not returned and using test caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. Electrical current draws were within specifications. Pump casing was opened and no intermittent connection on the power circuit or the continues glucose monitoring module was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life is less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).